Event description:
Reportedly, the staples are not advancing out of reload properly. Reports not getting proper formation of staples. Surgeon manually sews stomach to complete the procedure. No pt injury.